Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 500 mg/dl and the customer became sick (diabetic ketoacidosis) due to the high bg level. After the cartridge and infusion set had been changed, the customer administered a correction bolus and the bg level lowered. The customer was "okay" when tandem customer technical support (cts) was contacted. As the customer had changed the supplies prior to contacting cts, troubleshooting to determine a possible cause of the occlusion was unable to be performed.